Manufacturer narrative:
Conclusion: the reported event was not related to device malfunction. It is possible that the retroperitoneal bleed was related to a high stick but this cannot be determined. A complications such as retroperitoneal bleeding are general complications which may be related to endovascular procedures or vascular closure. The device worked as intended

Event description:
The vascade 6/7f device was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the device and the device was removed. Final hemostasis achieved with the device. Upon the patient moving to recovery, the patient blood pressure drop and she complained of lower back pain, and then coded. Patient intubated and brought back to the cath lab. A retroperitoneal bleed was detected and surgically corrected with the placement of a covered stent. In addition, the patient received a blood transfusion. Patient stayed in the hospital for 3 days and was discharged. No further issues or complications noted.